Manufacturer narrative:
The doctor reported that the dental implant was removed at time of implantation due to fracture of driver's tip inside the implant. This fracture may block implant connection and could lead to failure to adjust the implant correctly in place and also could impair implant restoration. No further patient complications were reported. No irregularities found in inspected items evaluated by manufacturer. Failure not related to implant's quality.

Event description:
Dental implant removal at time of implantation due to fracture of dental hand instrument inside.